Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2008 due to infection and a red wound. All components were removed and replaced with cement spacer molds. Patient was reimplanted on an unknown date. A further revision procedure has been indicated due to pain; however, no revision procedure has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is 2 of 2 mdrs being filed for the same event (reference 3002806535-2015-00305).